Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a capacitor charge time error. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. A device interrogation was performed, and associated impedance testing was completed. All measurements were within normal limits. No noise was observed during the testing, even while the device was physically manipulated. A series of automated tests were also performed, and again, normal device function was observed. Critical therapy was confirmed to be available. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed based on completion of device analysis.